Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part (female connector) of the minicap transfer set was broken which resulted in wet contamination. This occurred when the minicap was fitted onto the female connector during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3 (date received by MFR): replace december 14, 2021 with december 13, 2021. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.